Event description:
It was reported that the patients pca machine started beeping the alarm, saying occlusion. Staff flushed the PICC line several times, administered prn alteplase, made sure there were nothing blocking the line, but the pca machine kept showing occlusion whenever controller was pressed. They unlocked the cassette and tried reattaching it, but the machine showed cassette not attached. They replaced the pca machine with a new one. There was no harm however, the patient waited 2 hours throughout the whole process, while in pain.

Manufacturer narrative:
Device evaluation: the customer complaint was duplicated. Visual test was performed and found damaged(detach) downstream occlusion (dso) seal, liquid in the device. The cause was a defective dso sensor. The dso sensor was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.